Event description:
During a remote follow-up, it was observed that inappropriate antitachycardia pacing (atp) was delivered for supraventricular tachycardia and atrial fibrillation. There is no indication that the event was due to a device malfunction. The device is anticipated to be reprogrammed to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.